Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician attempted to deploy a taxus express2 8.8% 2.25 x 12 mm stent over the lesion. As the physician inflated the balloon, the stent migrated forward from the delivery device. No further pt complication or injury was reported. Pt status is reported to be "satisfactory/good."